Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure. Three minutes into the therapy time, the pressure dropped, an alarm sounded, and the system shut down. A little fluid was noticed coming out of the pt. The doctor removed the remaining fluid from the balloon and removed the catheter from the pt. A pin hole was found in the balloon. A second catheter was used to complete the procedure with no adverse pt consequences.